Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745bp (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller stated that about a month ago they noticed the recharger paddle was getting really hot when they tried to recharge the implant. Caller stated they met with a  representative on the 19th of july and was told to call for a replacement. Caller denied visible damage to the recharger. An email was sent to the repair department to replace the recharger. The caller also reported that for the past couple months the controller battery has been running out way too fast. Agent had caller examine the equipment for damage; caller noted no visible damage. Agent sent email to repair to replace the battery pack.

Manufacturer narrative:
H3: product ID 97755 ; serial# (B)(6); product type recharger was returned for product analysis. Analysis found that the complaint was unverified. Specifically, recharger telemetry module (rtm) never got hot after running it for 10 mins. No visual anomalies were found. Recharger antenna passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.